Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to remove the implantable pulse generator (ipg) for normal battery depletion, the right ventricular (rv) lead was fractured and exhibited unstable thresholds, intermittent capture, high impedance, oversensing, undersensing and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.